Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was no longer working. The reservoir cannot stay in place. Customer did not recall blood glucose at the time of incident. Customer reported reservoir compartment was cracked. Troubleshoot was performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. .